Manufacturer narrative:
Concomitant medical products: product ID 3889, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient started feeling stimulation in their butt almost to their tailbone after sitting down. The caller reported that the patient is concerned they did something to pull the lead out and confirmed that stimulation was not in the target area. The patient tried turning stimulation down and back up again, but the issue did not resolve. The caller indicated that the patient was unsure if their retention was being helped because the patient already has themselves trained to go every two hours to avoid the urgency. The patient was reportedly uncomfortable and could feel stimulation differently in different positions. The consumer indicated that the patient had back pain prior to the trial so it was painful on the left side when they put it in. The patient was advised to follow-up with their healthcare provider (hcp) and to keep stimulation at a comfortable level. The patient was supposed to switch sides on the sunday following the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.